Manufacturer narrative:
Concomitant medical products: dtma1d4, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a possible fracture. Additionally, the rv lead was oversensing resulting in inhibition of pacing. The cardiac resynchronization therapy defibrillator (crt-d) had only fifteen months of longevity left after the threshold increase and was explanted and replaced. The rv lead was capped and a new lead was placed. No patient complications have been reported as a result of this event.